Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor error alarm. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump was not exposed to the magnetic field. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer reported that they failed the self-test. Customer reported that they received hardware low level failure alarm, however they did not proceed for troubleshooting. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.